Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that her son had experienced high blood glucose level. The customer¿s blood glucose was 495 mg/dl and 259 mg/dl and sensor glucose level was 70 mg/dl. Customer received a change sensor alert after a calibration not accepted. The customer declined troubleshooting for high blood glucose. The customer was advised to return the sensor. The sensor will be and insulin pump will not be returned for analysis.